Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered two inappropriate shocks due to atrial fibrillation (af) with high ventricular rate in (B)(6) 2025. Discrimination was reprogrammed from rhythmid to onset/stability. However, another inappropriate shock was delivered in (B)(6) 2025. The patient was clinically re-evaluated in order to reduce the likelihood of high ventricular response to af. In the meantime, the device was reprogrammed as per physician's choice. Besides the inappropriate therapy, no other adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.